Event description:
The customer contacted baxter's technical service center to report a issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use dwell. The baxter technical representative (tsr) assisted the home patient (hp) to cycle power, get se 2367 and cleared the alarm and explained the alarms. The hc went to 'press go to start.' The tsr document during troubleshooting that the hp had disconnected prior to the alarm and then reconnected. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect device info, contact office - name/address and 510k number will not be provided in the emdr, because the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The system error 2240 (air in line) was confirmed. The assignable cause of the se 2240 was use error- the patient reported disconnecting from the set during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.